Manufacturer narrative:
Review of the device history records does not have deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complication can not be determined from the provided information or the manufacturing records. Device discarded at hospital.

Event description:
A female patient had bilateral mastectomy followed by immediate single stage, bilateral breast reconstruction with 515cc textured, silicone gel breast implants. Meso biomatrix was implanted in each breast . Through 1 month post-operative, she had no improvement left breast erythema or crusting on the incision. Therefore, the breast implants and meso biomatrix were removed. No information about the revision procedure or the outcome have been provided.